Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the alarm history revealed several error alarms on various occasions. The batteries were not out longer than two hours.